Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized, several times, due to diabetes related and other medical issues, prior to passing. The caller stated that the customer was experiencing medical issues for approximately three to four years. The customer passed away in a hospital, on (B)(6) 2015. The caller stated that the customer had infections due to dialysis. The fistula, with which the customer was having dialysis, was expanding. So, they tried to tighten it in order for it not to put too much pressure on the customer's heart; but, it didn't work. The customer's official cause of death was heart attack. The caller did not know the customer's blood glucose at the time of death. The caller did not have the insulin pump. Hence, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.